Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Dislodgement and loss of capture were noted on this lead during a routine follow-up. Observations confirmed by x-ray. Patient is asymptomatic and no intervention has been reported. Should additional information become available, this file will be updated.